Manufacturer narrative:
The investigation into the reported positioning issues has been completed since the original report was filed. The returned complaint device visually inspected. Biomaterial was ingested around the impeller. The optical sensor was tested and found to be within specification range. The data logs were reviewed and mc spike occurred followed by impella in aorta alarms. The root cause of the positioning issue was use related because the pump was pulled back across the valve.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of false impella in aorta alarm was the ingestion of biomaterial. All pertinent information available to abiomed has been submitted at this time. D6a/d6b updated with additional information. F6 and f8 should have been left blank from the initial manufacturer device report number 1220648-2023-04024. G1 updated with correct MDR reporting contact email.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 77-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The md noted the optical signal to be less reliable. The pump position was evaluated and the team adjusted position. The pump could then not be repositioned across the valve and was explanted and replaced. No lasting harm as the replacement pump was placed without any problems.